Event description:
It was reported that there was an alert for high impedance on the left ventricular (lv) lead lv tip to can, three days after implant. Other impedance measurements that involved the lv1 electrode (tip) were high. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
With concomitant medical products: w4tr01 crt-p, implanted (B)(6) 2022. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.